Event description:
It was reported that pump logs indicated that motor stall occurred at 11:00 on the report date with no motor stall recovery noted at the time of the report. The patient left the magnetic field 1.2 hours prior to the report. The healthcare provider (hcp) interrogated the pump, saw the motor stall and updated the pump. The hcp checked the logs again but confirmed no recovery occurred. Follow-up information indicated that the pump logs had been read 3-4 times post-MRI and there was still no recovery noted. The reporter did not know what kind of MRI scanner was utilized, but the patient did have 2 different types. The patient had not had any increased stiffness since the MRI on the report date. It was noted that the low reservoir alarm date was 2014-10-09 and there was 13.3ml in the reservoir. The follow-up hcp was contacted about possible oral baclofen supplementation. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2013, product type: catheter. (B)(4).